Event description:
The customer reported via phone call that they had a weak battery alarm. Customer's blood glucose was 55 mg/dl at the time of incident. It was also reported their customer experienced low blood glucose. Customer stated their blood glucose would decline to 50 mg/dl. It was also found the customer had low blood glucose for the past three days. Customer treated their blood glucose with food. Troubleshooting found the insulin pump passed a displacement test. The customer stated they did not expose the insulin pump to a magnetic resonance imaging machine. The customer was advised to monitor the insulin pump. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-66376.